Event description:
It was reported that the clinical dept received deliverable which was indicated as contract milestone from the site. On (B)(6) 2008: primary tha, (B)(6) 2008: r hip calcar crack - stem revision to fully coated stem. The pt was revised for a calcar fracture shortly after the index surgery, then had a persistent superficial infection. On (B)(6) 2009: I&d and excision of sinus tract for persistent drainage.

Manufacturer narrative:
This is the same pt/event as MFR#: 9616680-2010-00691, 9616680-2010-00692, 9616680-2010-00693, 9616680-2010-00695.